Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 3/4. The home patient (hp) stated she thinks all of the bags were still connected and does not remember seeing any leaks. The hp turned the hc off, disconnected and removed the supplies. The sample was discarded and lot number was unknown. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.